Event description:
It was reported that a patient underwent surgery on the right knee. After the procedure using twinfix anchor, it was found fat liquefaction occurred during dressing change, and the surgical incision healed poorly. The patient was treated with surgical debridement to clear the liquefied adipose tissue, vsd and due to poor healing. Antibiotics were used after operation. The patient current status is fine.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that there was insufficient information to tie the reported complaint to specific line items within the risk file. Based on the information provided, the patient was treated with antibiotics and is currently doing fine, therefore, no further clinical/medical assessment is warranted at this time. Should any additional relevant patient information be provided, this case would be re-assessed. The complaint was not confirmed. Factors that could have contributed to the reported event include an adverse biological response to the procedure, inadequate cleaning of the surgical site, or failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.